Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade ii/iii.

Event description:
Healthcare professional reported left side capsular contracture baker grade ii-iii. Device has been explanted.

Event description:
Healthcare professional reported left side capsular contracture baker grade ii-iii. Device has been explanted.

Manufacturer narrative:
Device evaluation: the device related to the reported event of capsular contracture was received on november 24, 2020 with lot number 3092042. Analysis of the returned device identified: deformation device, white particles in the shell, creases fold and weight to the spec. Cloudy in the gel observed after autoclave cycle base on the device analysis the final assessment is: no issues found related with the manufacturing process additional, changed, and/or corrected data: h.3, h.6.